Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a capsular tear was noted during lens implantation. The surgeon attempted to place the intraocular lens in the sulcus but was unable to position it properly. The lens was removed and the pt was left aphakic. The pt was severely nearsighted prior to surgery and the physician believes the pt may function will without an intraocular lens. Please reference MDR# 1119279-2013-00154, for the delivery device used in this event.